Event description:
Biomet orthopedics received preliminary clinical data from meander medisch centrum regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2009. Additional information received indicates that a revision procedure was performed on (B)(6) 2011 due to infection.

Manufacturer narrative:
This follow-up report is being filed to correct event description, initial reporter, and hospital address.

Event description:
Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in (B)(6) clinical study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2009 and a left total hip arthroplasty on an unknown date. Subsequently, a left hip revision procedure occurred on (B)(6) 2011 due to infection.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-03822 & 03823, 1825034-2014-08285).